Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the alleged malfunction.

Event description:
The customer reported an 840 ventilator with a constant alarm. The patient was transferred to a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.